Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (resets) was confirmed in the download data. During the investigation corrosion was discovered on the j502 connector causing the abnormal shutdowns. Additionally, the monitor failed a pulse test. The cause for the failure was isolated to a shorted insulated-gate bipolar transistors (igbts) q13 on the defibrillator pca. The shorted igbt allowed high voltage to travel to low voltage circuitry. The root cause for the shorted igbt could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was resetting and was displaying a service code 107 (multiple abnormal shutdowns).